Event description:
Information was received from a company representative (rep) via a healthcare professional (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 45mg/ml at 0.257 mg via an implantable pump for unknown indication for use. It was reported that their was fluid in pocket. Environmental/external/patient factors that may have led or contributed to the issue included the patient flipping pump. It was unknown if any diagnostic/troubleshooting were performed. The patient was scheduled for catheter revision due to fluid collection around pump. Pocket opened/ fluid-80cc fluid removed and pump was flipped. Catheter attached to pump and was unable to aspirate catheter. They used x-ray and found catheter tip anchor outside of spine. They decided to remove catheter and pump to send to pathology for infection. They would replant at 3 months post operative. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a healthcare provider (hcp) via a company representative. Stated, that there was no infection.